Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose meter was reading over 600mg/dl. The customer stated that she was feeling sick, thirsty, and tired for the past two hours. The caller gave herself several manual injections of 10.0 units each, and the blood glucose meter still was reading high. Then the mother stated that her son is in his way to take her to the hospital, and her neighbor is with her. No further information was provided.